Event description:
It was reported that the hand piece device "came up from the or with a repair tag attached." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. A functional assessment test was performed and a damaged hose was observed. This is due to misuse of product. Should additional information become available, a supplemental medwatch report will be sent accordingly.